Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: this unit decided to turn off yesterday in the beginning of the surgery and not turn on. I came back to the account and swapped the unit with another, but I need to call this unit in as an out of box failure. [Update - ccu did not lose power, but lost image and the image did not come back. This occurred at the step when the camera would be swapped for the robot. The procedure was continued and completed by using the da vinci robot.] The failure(s) identified in the investigation is consistent with the complaint record. Root cause: digital board failure. This is an electrical component failure, and it is difficult to predict the lifetime of electrical components. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.